Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: on investigation, the display was blank when the pump was powered on; product analysis was not able to investigate the alleged dim/faded/color spectrum complaint due to the blank display. Moisture was noted under the display lens. There was a crack in the battery compartment where leak testing showed moisture ingress. There was moisture damage throughout the interior compartment of the pump and on all the internal components. Internal moisture damage prevented investigation of the alleged complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.